Manufacturer narrative:
The device was returned for evaluation and the clinical observation was not confirmed. The implant coil was found to be damaged and already detached from the pushwire and the instant detacher was not returned. Additionally, the pushwire was broken into two segments but not retained together by the release wire. The proximal pushwire segment was found bent and was found broken distal to the break indicator at the manual detachment location (via hypotube). The tack weld replacement (twr) crimp was not intact. The release wire was found to be extending out from the proximal end of the distal pushwire segment. The distal pushwire segment was bent at proximal end. Under the microscope, the coin was not located against the lumen stop with the coil shield was stretched. All other subassemblies appeared to be normal and no other anomalies were observed. We are unable to definitively determine the cause of non-detachment as device was returned with the implant coil already detached. The implant likely detached due to the pulled release wire as all parts of the pushwire which could affect the detachment were found to be within specifications.

Manufacturer narrative:
(B)(4). The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device and/or additional information a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of aneurysm. The physician tried to detach coil with manual method only one time. It was reported the physician withdrew the coil successfully and replaced it with another coil and finished the procedure. No patient injury was reported as a result of this procedure.